Event description:
The customer alleged that the hospital's external nurse call system alarm did not sound, not the company device. The ventilator's audible and visual alarms functioned correctly as reported by the customer and verified by the company customer support engineer (cse). The customer support engineer inspected the device and could not duplicate the alleged event. The ventilator passed all est and performance verification testing. The customer's own external cable in the issue was unable to be obtained. As noted, the unit passed extended testing (nurse relay test 50/50 times) and with the nurse call alarm system (3 out of 3). No parts were replaced. It is not verified that the hospital external nurse call alarm system did not alarm. This report is not an admission by company that this device caused or contributed to the event alleged in this report.